Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.

Event description:
It was reported that during implant device capture threshold was different from external pacing system analyzer. Pacing system analyzer measurements were in range however, high threshold was observed with the device. Device was replaced, returned and not implanted.